Event description:
International affiliate reports microsensor failed to provide stable readings. Sensor initially gave negative readings with several dramatic variations in intercranial pressure readings. Sensor found by surgeon not to be reliable. Affiliate reports no adverse consequences; however, request was made to affiliate on 5/24/01 for add'l info/clarification concerning this event. To date, that info has not been received.

Event description:
Additional info provided by affiliate. The microsensor remained in pt's brain for approximately 3 days with some variation in pressure which indicated sensor might be faulty. Surgeon was not satisfied that the sensor was stable but determined from a combination of some sensor readings and a scan that the pt had a low pressure headache. The pt returned to the hospital and a programmable valve was implanted.